Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
Medwatch states: the surgeon was attempting to remove sclerotic bone with one of the reverse curettes from the moreland gear. The tip broke and remained in the pt. The physician attempted for retrieve the tip, but was unsuccessful.